Event description:
It was reported by the customer that a pyxis medstation system had an issue with the refrigerator on 6b pyxis. The customer stated that the refrigerator is indicating "device not detected on bus" and "requires maintenance". The customer restarted the station and reconnected the cord, but the issue is still persistent. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had an issue wit edge article to resolve the issue. The customer was able to get the required medications from another station and there are no pro long delays. The system functioned as intended after the field service engineer troubleshooted the device.